Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 660 mg/dl at the time of incident and the current blood glucose level was 90 mg/dl. The customer treated high blood glucose levels with 3 units of saline, shot of latus. The customer reported headache as a symptom related due to high blood glucose. The customer was alleging the insulin pump was under delivery because of high blood glucose and had to go to the emergency room. Customer has been using insulin pump system within 48 hours of reported of reporting high blood glucose event. The customer also reported that the insulin pump alarmed insulin flow blocked. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No insulin flow blocked alarm noted. (B)(4).